Event description:
Patient seen by a physician to swap out 12 mm abutment to 14 mm abutment to improve skin clearance. Patient had previously unreported skin revision which is the reason for this report.